Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. The pocket incision never fully healed, leading to device erosion to external environment. There were no additional adverse patient effects reported. The ICD was explanted.